Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range pacing impedance and oversensing the patient received inappropriate shocks. The physician noted a fracture located just above the proximal coil was confirmed by fluoroscopy. The lead was surgically abandoned and a new lead successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.